Event description:
It was reported that during use the product presented an inconsistent saline stream. No patient harm was reported.

Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened.